Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s black box and alarm history showed low battery warnings (cs177). The battery voltage was low at the time of the low battery warnings. During investigation, the pump powered on with no alarms occurring. The pump was exercised for 24 hours and no call service alarms were received. The pump electrical current draws were tested and were found to be within specifications. There were no other call service alarms observed in the pump histories. The call service alarm issue was shown in the pump history but was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a call service alarm (cs 177). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.